Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device, including the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly a bruise under one of the electrodes from constant ECG pressure. The patient was in a rehab facility at the time. The patient's nurses moved the electrodes slightly to alleviate pressure on the area.